Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. A visual inspection did not reveal any issues. The device was gravity tested and there were no leaks or other issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set had a leak. This was noted during priming. It was reported that the chamber of the set ruptured. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.